Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3778-45 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient went on a "long road trip" and he also rode "go carts" 4 weeks post implant. After that the patient noticed that his left side stopped working. It was stated that on "lead 8-15, only 3 electrode were in play". High impedances were reported and it was stated that the patient had a loss of stimulation or therapy. It was reported that the patient was re-programmed and "recaptured his left side needs". The patient was alive with no injury or adverse event.